Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional 3 armada 35 pta catheters referenced are filed under separate medwatch report numbers. Evaluation summary: the sterile, unused device was returned to abbott vascular (av) and was tested. Av pressurized the device to 22 atmospheres and the device failed to maintain pressure as fluid leaked from the distal end of the strain relief tubing. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Further assessment was performed and identified a potential product deficiency related to the manufacture of the device. The issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
The account returned unused, sterile 5.0 x 40 mm armada 35 percutaneous transluminal angioplasty (pta) catheters. During device testing a leak was found in 2 of the pta catheters and slow balloon deflation was found in 2 of the pta catheters.